Event description:
It was reported that in the past when the patient had exhibited symptoms, withdrawal-like such as spasticity and diaphoresis, a problem with this patient's pump was discovered and it was replaced. No further issues were reported regarding that event. It was not disclosed what medication the device system delivered.

Event description:
Additional information received: it was reported that patient had a pump malfunction, and x-ray was performed on (B)(6) 2012. It was indicated that pump was replaced on (B)(6) 2013. It was added that patient experienced symptoms of worsening irritability and distress, flushed, diffuse sweating, heart rate of 144, respiration rate of 28, blood pressure (bp) of 130/70. It was indicated that patient recovered with out sequelae. The pump delivered lioresal .

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
No new information received for this event ,information submitted pertained to reference number 3004209178-2013-04021

Manufacturer narrative:
Concomitant medical device: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).